Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, eluting coronary stent systems instructions for use, as a known patient effect. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a patient presented with severe angina. A procedure was performed to treat a de novo lesion in the proximal diagonal coronary artery with mild tortuosity, mild calcification and 99% stenosis. Pre-dilatation was completed with a semi-compliant balloon. A 2.50x23 mm xience xpedition drug-eluting stent (des) was advanced via a radial approach and the des was deployed at 16 atmospheres. Post procedural fluoroscopy showed a dissection at the distal end of the stent. A xience xpedition des was deployed to successfully treat the dissection. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.